Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2019. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes leaked from an unspecified location. The leaks were observed during priming for peritoneal dialysis therapy. The nurse did not know the exact location of the cassettes that were leaking, just that it was from the cassettes themselves and not the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.